Manufacturer narrative:
(B)(4). Legal manufacturer: (B)(6). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit leaked from the bellows. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there were no leaks from the bellows. The ge healthcare service representative noticed visual aging and proactively replaced the bellows before there were any leaks. There was no malfunction, therefore this event was not reportable.